Event description:
A patient's wife reported a medihoney was applied in her husband's toe. He had an infection and she cannot tell if the infection came from the product. The customer informed that they prefer to not provide additional information.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.